Event description:
It was reported that the blade snapped during use and two pieces broke off. The customer reported that one piece was recovered and the surgeon believed that nothing had fallen in or remained in the pt, and continued the procedure using another blade.

Manufacturer narrative:
Device not returned for eval. In addition, not lot number was provided for further investigation.